Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The pt was described as quite large, but field reports indicate that device insertion was not especially difficult. The device needle guide core broke at the barrel face during insertion. The cardiologist attempted to pull the device out, but met with resistance. A vascular surgeon was called for device removal. Under local anesthesia, the vascular surgeon slightly enlarged the subcutaneous track to remove the device. It was noted that a needle tip had caught on subcutaneous tissue. The device was removed and the pt was discharged the next morning without further incident. The returned device was evaluated.